Event description:
The stimulation was turning itself on and off by itself. This seemed to correlate to position, as when the pt bent over or stretched. This has happened since implant 10 years ago, but more recently since (B)(6) 2011. There was no known event. Additional info has been requested.

Manufacturer narrative:
(B)(4).